Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, and minor scratches on display window, cracked display window, and missing end cap sticker and cracked case near display window corners noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a little crack on the display screen and that edge of the battery compartment. Customer stated she dropped the insulin pump and was not sure if that was the cause. Advised customer the insulin pump would be replaced. No further information provided.